Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision operation was performed due to fractured tibia. Implant removed and legion revision tibia inserted.